Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported being unable to unlock their pump due to a cracked and unresponsive screen, likely sustained when the belt clip snapped off 2¿3 days prior. The user had just noticed the damage and confirmed no injuries occurred. The device was last synced, and no blood glucose (bg) impact or medical concerns were reported. The agent confirmed replacement of device.